Event description:
On 02/25/93 an aus device was implanted. On 07/30/93 the balloon was revised. On 06/23/94 the cuff was revised. On 08/18/97 a tandem cuff was implanted due to recurring incontinence.